Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
It was reported that the patient died of heart failure in (B)(6) 2010. The patient was admitted to the hospital with elevated blood glucose and ketoacidosis and was in the intensive care unit for a "few days." The patient's blood glucose measured 50 mmol/l (900 mg/dl) and he was in a coma. The patient's health care provider stated that the patient had been non-compliant for a long time. No further information is available. The infusion device was requested to be returned for evaluation.